Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient was not comfortable with working with the smart device settings. Patient will have his wife call back as a later time to finish troubleshooting, as she initially set up the system for him. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/03/2016 and could not confirm the reported loss of connection. No additional patient or event information is available.